Manufacturer narrative:
Intuitive surgical inc. (Isi) failure analysis updated evaluation to inform a visual inspection of the personality module vision acquisition (pmva) fiber panel leaf (leaf 3) was not presented on the laptop application.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The core was analyzed and found to trigger an 86 error which meant one of the redundant power supplies was failing. The intuitive surgical core power distribution (ipd) board on the power tray was confirmed to be the source of the error. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to a failing ipd board within the vision side cart (vsc).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core due to error 86 pointing to a power distribution issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the core to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) to report that they encountered a non-recoverable error 86. The tse reviewed the logs and confirmed error 86, indicating a power distribution issue. The customer had already attempted a power cycle, which did not resolve the problem. The tse informed the surgeon that the root cause was a faulty power board in the core of the vision side cart (vsc) that needed replacement. The surgeon decided to convert the procedure. The tse guided the customer on how to remove instruments and manually drive the patient side cart (psc) away from the patient. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome or injury. The issue caused a delay greater than 30 minutes. Isi followed up with the initial reporter and obtained the following additional information: ports were not increased. The laparoscopic surgery was well tolerated; there were no injuries to the patient (only tension for the surgeon). The event occurred during inserting the instruments. It was not prolonged by 31 minutes or greater. The incision was at 8:15 am and switched to laparoscopy at 9:10 am. No post-operative injuries from procedure to the patient or long-term complications. Although slightly longer surgery time, the patient is doing well.